Event description:
A father reported that his son had experienced an eye infection while including complete moistureplus in his lens care regimen. The son has been using the product for several years and recently began experiencing severe redness, discharge, and photophobia. He consulted his eye care practitioner and was treated with ofloxacin. Pt is still using medication, and is wearing his softens 66 contact lenses for several hours during the day.

Manufacturer narrative:
The relationship, if any, of the device to the reported adverse event is unk. The complainant implied an association between the amo device and the reported event. Root cause has not been established.